Manufacturer narrative:
The actual device was received for evaluation in used condition without the slide clamp. A visual inspection with the naked eye noted that the slide clamp was not located at the tubing. Functional tests including pressure, clear passage under water and priming tests were performed and the results were satisfactory and no leaks were observed. The reported condition was verified since the slide clamp was not at the tubing. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set had a broken dark blue slide clamp. This was discovered during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.